Event description:
I was using renu contact solution in the month of 01/06, and got three infections. I was in another country at the time, and treated these infections with a solution that was given to me for an infection. I stopped using it at the end of january, and had no problems. I began using renu again last week, and both of my eyes became infected within a few days. I am currently using eye drops prescribed by my dr for bacterial infection, but I am concerned that my infection may be fungal. I intend to go to an ophthalmologist if the infection does not improve. Either way, I am convinced that these infections were caused by renu.